Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered significant mental and physical pain, including but not limited to, continued incontinence, extreme pain, erosion of her internal body tissue, continual bladder and urethra infections and other permanent injuries. No other info is available.